Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09022. It was reported the patient (B)(6) experienced redness at the ipg site. The patient was treated for possible infection, but all blood tests were negative. The patient experienced discomfort and a warming sensation while charging. The patient's charger was replaced with a new one and the patient was advised on precautions while charging guidelines.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.